Manufacturer narrative:
Date of report: 10may19. Date rec¿d by MFR: 09may19. The customer reported that an attempt was made to repair the device, which was unsuccessful. The customer reported that the attempted repair consisted of replacing the power printed circuit assembly (pca). The customer reported that the issue was then raised for bench repair, but was not completed. The customer reported that they are unsure of if they will repair the device at all, due to cost concerns. Multiple attempts have been made to try to obtain further repair information or planned repair information, but no confirmation of further repairs was obtained. At the time of this review, no further repairs are planned for this unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08oct2018. Correct phone number was not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported the unit was alarming and the screen was blank.the device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.